Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician implanted the bsc device: (B)(6). Two hospitals were reported with this event; it is unknown which facility is indicated per physician or procedure: (B)(6).